Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that prior to use the doctor noticed the termination cover (cover over the wire/pad connection) was missing. Another grounding pad was used. There was no pt involvement.